Event description:
Information received from the field does not address the patient's clinical status but notes inappropriate thresholds were observed approximately one week post implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 and g3 - competitor